Event description:
It was reported that: "the pt received a duracon ts approx 7 years ago per surgeons verbal statement during surgery on (B)(6), 2010. This duracon ts was implanted after the pt suffered an infection and removal of his bilateral tka's."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device reference in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.